Event description:
The patient has 2 leads (from the same lot) implanted. It was reported the patient suffered a fall and afterwards was no longer experiencing effective stimulation. Diagnostics indicated invalid impedance readings for both leads. X-rays were ordered and surgical intervention may take place at a later date.

Event description:
Follow-up information stated surgical intervention was undertaken on (B)(6) 2017. Intraoperative diagnostics did not indicate impedance issues. As the physician was attempting to remove one lead, the second lead (from the same lot) moved. The physician opted to remove and replace both leads. Postoperatively, the patient reported receiving effective therapy.